Event description:
It was reported that during a scheduled oncology treatment, the cover of the obi detector fell off the machine during gantry rotation. Although, the cover detached during treatment and struck the pt in the elbow, no injury occurred no other pt info was provided in the report.

Manufacturer narrative:
The pt was examined by a doctor and it was determined that the pt was okay. In multiple reports of this malfunction, no serous injury has resulted, and no medical intervention beyond examination and/or diagnostic testing has resulted. Varian service is on schedule to perform a site visit to apply a modification to the device. This modification is a varian approved modification, which replaces the originally designed velcro fasteners with retaining screws. Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans) or observations. In a previous report of this malfunction, a pt was referred for CT examination (which was negative). No additional follow-up to this MDR is expected.